Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs serial number (B)(4). The first meter result was 6.7 inr and the repeat test immediately afterward was 4.1 inr. A venous sample was collected within 15 minutes and the result was 3.0 inr. The laboratory used siemens innovin recombinant human tissue thromboplastin reagent. There was no allegation of an adverse event. The therapeutic range was 2.0 - 3.0 inr. The suspect strips were all used and cannot be returned for investigation. The customer was continuing to use the meter as all other patient results are as expected. They believe the problem is some interaction with this one patient and will continue to monitor the inr and dosing for this patient with the laboratory results. Relevant retention test strips (lot 176192) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable retention material complies with specification.

Manufacturer narrative:
A specific root cause could not be determined as no product was received for further investigation.